Event description:
Pt underwent iskd internal medullary lengthener. Developed non-union and agreed to exchange nailing done in 2004. During procedure findings included a fx of titanium device with fragmentation of device. Rod and fragments removed.